Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor system. No software error alarm noted. The pump was received with currents in spec. The pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker and cracked lcd window.

Event description:
Customer reported via phone call that they experienced software error. Customer's blood glucose value was 231 mg/dl. The customer stated that the alarm occurred after pressing act while a bolus was delivered. The customer stated that the pump was able to work after rewound and basal was still in the pump setting. The insulin pump will be returned for analysis.